Manufacturer narrative:
MFR's report date: 02/20/2015. (B)(4). Conclusion code: field left blank- no available code for undetermined or unk cause. The customer's report of tubing damage was confirmed. Visual inspection of the received set observed a v-shaped sliced cut in the tubing, also seen on the customer provided photos. It is unk how the damage occurred. No damages were observed with the received packaging. It is unk if the damage was noted during priming or infusion. The set was reprimed with water and a leak was immediately observed from the cut. No leak was observed from anywhere else. The set was also pressure tested while submerged underwater anda leak was also observed from the cut at less than 1psi. The pressure was increased up to 30psi. No other leaks from anywhere else were observed. The root cause of the customer's report was not identified.

Event description:
The end user facility reported that they discovered a hole in the tubing. The sample was returned to medline the distributor and reviewed. The set had fluid in the chamber and present through the tubing. One cut/tear was found on the tubing. No pt harm or medical intervention was reported. No further pt/event info was provided.